Manufacturer narrative:
Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. Technical services reviewed the submitted log files, and no external power alarm occurred while mobile power unit was utilized. The patient was reported to be asymptomatic. Additional information was requested, but was not provided.